Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The exposed svc (superior vena cava) and rv (right ventricular) defibrillation coils became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, this lead had high pacing impedance of around 3,000-4,000 ohms. The physician decided to use a new lead and the impedance was around 600 ohms. The physician returned this lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.